Event description:
On (B)(6) 2014 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2014 at 21:39 with an ultra-filtration volume of 183ml and a drain volume of 483ml during cycle 6. The largest prescribed fill volume was 300ml. There was no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.